Event description:
It was reported that faradrive steerable sheath clear was selected for pulmonary vein isolation. It was mentioned that the sheath was prepared as normal. Transseptal puncture was performed with an abbott sheath and brk needle. Pulse field ablation was started, ablation the left pulmonary veins done with no issues. However, during ablation right pulmonary vein, a blood leak was noted on the sheath from side port area. As the leak was not excessive, the procedure was completed successfully using the same sheath. No patient complication was reported. The sheath has been received for analysis.

Event description:
It was reported that faradrive steerable sheath clear was selected for pulmonary vein isolation. It was mentioned that the sheath was prepared as normal. Transseptal puncture was performed with an abbott sheath and brk needle. Pulse field ablation was started, ablation the left pulmonary veins done with no issues. However, during ablation right pulmonary vein, a blood leak was noted on the sheath from side port area. As the leak was not excessive, the procedure was completed successfully using the same sheath. No patient complication was reported. The sheath has been received for analysis.

Manufacturer narrative:
When the sheath was returned to the boston scientific's post market laboratory it was first visually inspected, and no abnormalities were noted. Next, the sheath was tested for leaks by testing aspiration and irrigation. During the testing the sheath failed to maintain pressure during positive irrigation testing or vacuum aspiration testing. The sheath valve was then observed under a microscope where a tear was found near the center slit of both the internal and external valves. Boston scientific's investigation determined a tear in the silicone of the hemostatic valve most likely caused the leaking observed clinically. Based on all available information, boston scientific assigned the investigation conclusion code of 'cause traced to device design.